Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 428 mg/dl, 140 mg/dl. The customer was treated with the insulin pump. Customer stated that the drive support cap appeared normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose. Customer was neither in emergency room nor admitted into hospital as a result of high blood glucose. The product will not be returned for analysis.